Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with amikacin injection (250mg, route, frequency and duration were not reported) and vancomycin injection (1g, route, frequency and duration were not reported). At the time of this report, the patient recovered from the event, treatment was stopped and the patient was discharged from the hospital. Pd therapy was ongoing. No additional information is available.